Event description:
It was reported that at maximum fluoro output, the system 9800 displayed "filament regulator error". There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the generator battery pack could not hold a sufficient charge during high level fluoro. The battery pack was replaced. The system was tested and found to be working as intended and placed back into service.